Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 23.3 mmol/l, at time of incident 21.5 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Insulin pump had insulin flow block. Customer states the insulin exited. Customer gave correction with syringe. The insulin pump will not be returned for analysis.